Event description:
I had a total right knee replacement at (B)(6) regional medical center by dr. (B)(6). Immediately after surgery had to stay in hospital due to extreme pain and problems of high blood pressure, low platelets and extreme pain, and wound healing. Hospital stay was extended for over a week. Continuous pain and instability. Problem worsened after two years developing a knee bone / infection from which total knee replacement was taken out on (B)(6) 2017 by dr. (B)(6). Leading to more surgery scheduled on (B)(6) 2017 for a new right knee replacement.